Event description:
Customer reported to beckman coulter, inc. (Bec) that the bunm (modular blood urea nitrogen) cup of the synchron lxi 725 clinical system overflowed. Bec customer technical support (cts), instructed the customer to drain the bunm cup, remove the electrode and stirrer, and inspect the cup. Customer indicated that there was a buildup at the bottom of the bunm cup. Cts instructed the customer to remove cup drain line 62 at the valve manifold and backflush with de-ionized water, 10% wash concentrate and water again. Customer reported that he successfully cleared the blockage and no residue was visible in the bottom of the cup. Customer reported that he successfully reassembled the connections and primed successfully with proper draining. Customer reported that there was "vacuum" sound after the cup was empty, and there was no overflow. Cts instructed the customer to perform monthly bunm cup maintenance, calibrate, run qc (quality control) samples and perform a 20 replicate precision runs on synchron level 1and 3 for all modular cup chemistries to verify performance. Customer reported that calibration, controls and precision run results were all within acceptable limits after clearing the blockage at the bottom of the bunm cup. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).